Event description:
A hospital reported that an intubated patient using a rt200 adult breathing circuit awoke after about 1 hour of ventilation and spontaneously began to breathe, causing more pressure in the circuit. The straight connector on the expiratory limb of the circuit disconnected. The patient was put in a sleep state and curarized. The o2 saturation of the patient decreased to 86%.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital. The product is not sold in the USA but it is similar to a product which is sold in the USA. The complaint device is not being returned for evaluation. An investigation has been carried out based on the event description. Our records indicate that this is the only complaint of this nature received for the given lot number. Without the complaint device, the cause of this failure can not be determined. The event description suggests that the tightness of the tapered connections was not sufficient. The user instruction packaged with the rt200 circuit states "check all connections are tight before use". Conclusion: tapered connectors may loosen over time should plastic creepage occur, leading to a leak that is easily corrected by the operator pushing the connectors tightly together. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.001 %.